Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source did not start up and the lamp did not turn on. The issue was found during maintenance. There were no reports of patient involvement.